Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The device history record of reported lot number 4238779 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the flange of the tracheostomy tube was broken; therefore, the tracheostomy tube might not remain properly positioned in the trachea. The status of the product at the time of event is unknown. There was unknown reported patient involvement or harm.